Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for follow-up. Noise was observed on the atrial lead. Noise was reproducible with isometric movement. Programming changes were made. The patient was stable post event.